Manufacturer narrative:
The tcc boot was not returned for evaluation. Failure analysis - the investigation was based on the picture that was provided which showed the top portion of the rubber sleeve broke off which allowed the rubber sleeve to slide down, exposing the hidden metal piece and the small metal piece on the inner side. This small metal piece protruded into the cast causing wound to the patient. Based on the above investigation, it was proven that the boot itself is not the cause of the issue, thus the complaint was not confirmed. A retained sample boot was visually checked and did not find anything that should cause this to happen. The rubber sleeve is observed to be durable and resistant to breakage. Based on the investigation, it was proven that the boot itself is not the cause of the issue, thus the complaint was not confirmed. Most probable root cause is application error. Boot must be fitted properly, and the correct size must be used. Patient compliance is also necessary to avoid complication. With regards to the formation of the wound, this is unlikely to have been formed if the application was done as per instruction for use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that a tcc-ez cast appears to have a sharp edge on the boot that penetrated through the cast and into the calf area and created a new wound.